Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch #c9dk92. Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with no reload present. When attempted to down load the event log, the log would not load, due to this condition the event log could not be review. An electrical test was perform on the device and some parameters were out of spec, this could possibly had an effect while trying to down load the event log. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number c9dk92, and no non-conformances related to the reported complaint condition were identified. Additional event information: we understand that the complaint was about poor dissection, but was it correct that the suture and dissection were completed without any problem in the end regarding the firing which the knife did not move well? The suture and dissection were no problems, just the knife did not move well. The patient is stable. Additional information was requested, and the following was obtained: during the weekly complaint review, the following information was requested: what color reload was used with the device? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.how thick was the tissue upon which the device was fired? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note.when the knife was returning, did it seem like it was stopping and starting or was it moving continuously? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted in ecm note. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, the speed of knife moving was extremely slow at the 1st firing. It took about 30 seconds for the knife returning. It was used on colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.